Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the impaction head was discovered to be no longer properly threaded into the guide. The surgery was able to be completed without use of another device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the impaction head were reviewed and identified no deviations or anomalies. As returned the hardness and dimensions taken are within specification. The item has stripped threads and impact marks. This device is used for treatment. A complaint history review was conducted for the part and the search identified no additional complaints for the same lot. The instrument had a potential field age of approximately 1.5 years at the time of the reported incident. A definitive root cause of the reported issue cannot be determined.